Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure event observed during analysis. Final analysis found the lead was returned in two pieces. Insulation degradation was noted at 4.4 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.